Event description:
It was reported during intra-aortic balloon (iab) therapy that a cardiosave console was replaced due to a gas loss in the iab circuit alarm. The alarm persisted even after pressing the iab fill key several times, but it resolved once the console was replaced with another cardiosave unit. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: g2.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. A nurse called reporting about a gas loss in the iab circuit on a cardio save console. Despite multiple attempts to resolve the issue using the iab fill key, the alarm continued. The issue was resolved after replacing the console with another cardio save unit. Kali confirmed that there were no signs of contamination (e.g., blood, discoloration, flakes) in the helium tubing and that all connections were secure and no further troubleshooting was needed. Bases on the reported failure the persistent gas loss alarm was likely due to an internal fault or failure within the original cardiosave console's iab circuit. The alarm resolved immediately upon replacing the console. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.